Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with chest pain. Lead perforation was noted. The lead was explanted. After the explant the patient developed a pericardial effusion. Additional information was requested but never received.